Event description:
Received info from user facility that the handpiece is "overheating, but not hot enough to burn". This was discovered preoperatively. Surgery was not altered or delayed and no injury occurred.